Event description:
Sales rep reported revision surgery. Patient was revised to address pain.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the 2213917 lot code is no longer required. A complaint database search finds no other related incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: (B)(6) 2017: litigation received. There is no new information. Complainant information was added. This complaint was updated on: (B)(6) 2017.

Event description:
Pfs and medical records received. Pfs also alleges difficulty in mobility, inability to sleep, and elevated metal ions. After review of medical records for MDR reportability, in addition to what was previously reported, revision notes reported physiologic-appearing fluid, metal staining throughout the joint capsule and fibrous tissue. Lab result for chromium is below 7 mcg/l.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.